Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the entire scs system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery in (B)(6) 2020. A manufacturer representative met with the patient and confirmed the ipg was inoperable. As a result, surgical intervention may take place at a later date to address the issue.